Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair is showing a full charge, but will only last a short while even with the joystick showing the chair still having a full charge.